Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would turn off on its own. It was indicated that the battery drawer and contacts were contaminated. It was also indicated that the display frame bosses were damaged and that both display wires were pinched but not compromised. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would turn off on its own. The epg was returned for service. There was no patient involvement.